Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient was getting an MRI which they believed was related to their device/therapy as it was reported that the patient had residual pelvis and left hip pain. It was reported that they were scanning in the area of the implant. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was implanted because they had several back surgeries. They were told there were 28 different options on the stimulator for settings. They didn't realize they would have to go and meet somebody every single time they needed it readjusted. They went in the third time this month for a programming session. The patient wanted their own tablet to change and monitor their ins. If they knew they wouldn't have control over the device they wouldn't have had it implanted. They only had access to three settings at a time. They mentioned it being difficult to drive an hour to their appointments because they had 4-5 back surgeries and chronic pain. They were going in today for the third time in february to be reprogrammed. Their stimulation wasn't covering their pain- it covered one area but not another. They were on hd settings and now were on conventional and that didn't work at all. He said if this didn't change they wanted it taken out. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient said that for 48 hours they have been begging their representative (rep) to meet with them for reprogramming. The patient said that the rep refused to meet with them and that caused them "emotional distress, anxiety, mental anguish and pain". Patient said they last met with the rep 8 months ago for reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the fact when it works correctly they have good results, but it causes anxiety and depression when it doesn't. The patient said they had turned the system off. The hcp called the patient and explained to him his only option is to set an appointment to see the hcp and the rep would meet to reprogram at that time. The patient refused to do so, and the clinic has it documented. Patient called today and states he has a medical kit and asked how to remove the device from his body. He was directed to contact medical assistance. The patient went to the ER and was discharged to his primary care physician. The patient believes that the device has malfunctioned and pt states legs feel as though he ran a marathon and his legs won¿t stop moving. He had device off for 4 days andlegs started to spams and patient states device is currently on program a, 8.6 strength, pw 60 and rate 800. Patient was asked to adjust their settings. Patient¿s mother left a message stating that patient¿s legs are shaking like crazy and even though the device is turned off it is shocking him. Chiropractor called and stated his legs were spasming uncontrollable then patient called in on they other line at the hcp and told them he was on the way to the ER as he tried to remove the device himself and has a 4¿ incision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports that anytime the barometric pressure changes, it moved his leads and pt loses therapy, or the stim moved to the sternum and pt has a hard time breathing and has to turn stim off, resulting in return of pain. Pt has to make an appt with (B)(6) or (B)(6) to "recalibrate" which works just fine, until the weather changes and his 80% coverage goes to 20%. Pt notes the weather changes like every 12 hours in (B)(6) where he lives. Pt no longer sees the implanting dr or any doctor for the device.

Event description:
Additional information was received from the patient. The patient reported that their spinal cord stimulation malfunctioned. The patient reached out to the manufacturer, healthcare provider and they went to the hospital 2 times having uncontrollable muscle spasms and involuntary movements. The patient begged a manufacturer's representative (rep) to meet with them at the hospital to reprogram the device and they refused. The patient reported that after reaching out to multiple health experts, they tried to remove the device themselves with no luck. The patient eventually had to take a mallet to their back until the stimulation quit malfunctioning. The rep still refused to meet with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient has experienced excruciating pain radiating from the bottom of his up through his skull, pulsating sensations in the abdominal region and increased anxiety due to his stimulator.

Event description:
It was reported that the patient did have the device removed on 6/25. No additional information was given.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2017; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2017; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported that on (B)(6) 2019, the patient was in a motor vehicle accident during which they felt a jolt of the stimulator up their spine to their skull. It was noted that after reviewing the current x-rays it was indicated the leads may have moved a few millimeters. The patient was concerned that the device was not working properly after the vehicle accident. The patient's new settings did not work for the patient as they could not properly adjust the settings to ensure the device was working for them. The effectiveness of the device had deteriorated over time. By on (B)(6) 2021, the device was sending shocks into the patient's spine such that their body continually convulsed. The patient could not reduce the intensity of the electrical impulses from the scs with the limited settings the patient had access to. Even with the remote turned off the device continued to send unwanted electrical stimulation in the form of electric shocks.